Manufacturer narrative:
Lead was explanted on (B)(6) 2019. Upon receipt the lead was found cut 16 cm distal to the is-1 connector pin. A proximal and a distal lead fragment were received for analysis. An explantation aid was still mounted in the distal lead fragment. The performance of the lead was scrutinized, including a visual inspection. The inspection revealed severe abrasion marks at several positions of the distal lead fragment. In particular 6.5 cm to 8 cm proximal to the lead tip the insulation was found abraded through. In addition, the superior vena cava shock coil and right ventricular shock coil were found covered in calcified tissue. This damage is assumed to be the root cause for the clinical observation. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Due to the extent of the extraction damages and the tissue residuals it is assumed, that the lead was significantly ingrown which may have affected the leads motion. Further damages like the deformed superior vena cava shock coil, the deformed right ventricular shock coil and the bend fixation helix most likely occurred during the extraction procedures due to tensile stress. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Per livanova, lead was broken, causing electrical issues. Current status of lead unknown.